Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump received error message. The customer¿s blood glucose level was 142 mg/dl at the time of the incident. The customer reported that the customer tried to refill and it was rewind's after about 4 beeps 033 pops up on the screen. The insulin pump will not be returned for analysis.